Event description:
It was reported to philips that the allura device would not start up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The field service engineer (fse) inspected the system onsite and confirmed the system does not go up. Review of the system log file showed that the grabber cards initialization error as a result the system would not start normally. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer replaced the flexvision pc and hard disc drive (hdd). After replacement of the flexvision pc and hdd, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.